Event description:
The nurse reported that the monitor on the central nurse's station (cns) first froze, then the waveforms disappeared, followed by the numeric values. The only thing left displaying on the cns was the patient's name. When the vitals disappeared from the cns, it emitted a beep and restarted on its own. After rebooting, the cns returned to normal operation. The vitals were displayed again. Data is missing from the five minutes during which the cns froze and restarted. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the monitor on the central nurse's station (cns) first froze, then the waveforms disappeared, followed by the numeric values. The only thing left displaying on the cns was the patient's name. When the vitals disappeared from the cns, it emitted a beep and restarted on its own. After rebooting, the cns returned to normal operation. The vitals were displayed again. Data is missing from the five minutes during which the cns froze and restarted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/22/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The nurse reported that the monitor on the central nurse's station (cns) first froze, then the waveforms disappeared, followed by the numeric values. The only thing left displaying on the cns was the patient's name. When the vitals disappeared from the cns, it emitted a beep and restarted on its own. After rebooting, the cns returned to normal operation. The vitals were displayed again. Data is missing from the five minutes during which the cns froze and restarted. No patient harm was reported. Investigation conclusion: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 08/22/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the monitor on the central nurse's station (cns) first froze, then the waveforms disappeared, followed by the numeric values. The only thing left displaying on the cns was the patient's name. When the vitals disappeared from the cns, it emitted a beep and restarted on its own. After rebooting, the cns returned to normal operation. The vitals were displayed again. Data is missing from the five minutes during which the cns froze and restarted. No patient harm was reported.